Event description:
Customer reported receiving a low reading from their adc device. Customer reported a low reading of "lo" (below 40 mg/dl which was lower than lab reading of 197 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. A valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. The device manufacturer date for the reported sensor is unknown. The date entered is the date abbott diabetes care became aware of the event. It should be noted that this sensor does not give numeric value for readings less than 40 mg/dl. A "lo" display message indicates a reading less than 40 mg/dl. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.